Manufacturer narrative:
(B)(4). Concomitant medical products: bioloxa option, head taper 12/14 cat#00877704002 lot#ni, femoral stem 12/14 neck taper cat#00771102000 lot#60540977, bone scr 6.5x60 self-tap cat#00625006560 lot#ni, shell porous with cluster holes cat#00620006222 lot#61316064. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported a patient underwent a bilateral tha. Subsequently, the patient underwent a left tha revision approximately 8.5 years later for metallosis, elevated metal ions, and pain. Thereafter, the patient experienced left tha complications to incision line, draining wound and delayed healing. Incision & drainage was performed approximately 1 month later with head and liner exchange due to infection. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
UDI# (B)(4). Reported event was confirmed with medical records. Review of the available records identified the following: the patient underwent another left hip revision due to infection. An irrigation and debriment procedure was performed. The head and liner were removed and a new zimmer biomet head and liner were implanted. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.